Event description:
It was reported that the patient presented to the emergency room (ER) feeling palpitations. Upon interrogation and chest x-ray it was determined that both right atrial (ra) and right ventricular (rv) are dislodged and pulled back. Right ventricular (rv) lead also exhibited increased thresholds. Device was reprogrammed. Rv lead was repositioned and ra lead was explanted and replaced placed successfully on (B)(6) 2024. The patient is in stable condition before and after the procedure.